Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("left pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left pelvic pain') in a 49-year-old female patient who had essure (batch no. B69462-not valid,b59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopause, c-section, multiparous and cesarean section. Concurrent conditions included cramp in lower abdomen, menstruation irregular, pap smear abnormal, pelvic discomfort, asc-us, hypertension, myomectomy, pelvic adhesions, perineal pain, adenomyosis, menometrorrhagia, dysmenorrhea, fibroids, infection, hemorrhage (nos), dvt, bladder injury, endometrial ablation, uterine fibroid, endometriosis, gerd, obesity, irritability, fatigue, perineal pain, pelvic adhesions and headache. Concomitant products included benazepril since 2000, blood transfusion, auxiliary products, ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2017 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced endometriosis ("left severe endometriosis"). The patient was treated with metoclopramide, pantoprazole and surgery (hysterectomy with bilateral salpinge, left fulguration of endometria implants,left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Lysis of adhesion she received treatment for events pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pathology test - on (B)(6) 2017: uterus, bilateral tube and left ovary, hysterectomy with bilateral salpingectomy and left oophorectomy cervix: moderately differentiated, nonkeratinizing squamous cell carcinoma. Endometrium: inactive pattern with benign endometrial polyp. No hyperplasia or neoplasia are identified. Myometrium: adenomyosis. Serosa: no significant pathologic changes. Left ovary: epithelial inclusion cysts. Fallopian tubes: no significant pathologic changes. Cancer case summary: tumor size: greatest dimension = 2.3 cm tumor site: circumferential involvement. Histologic type: nonkeratinizing squamous cell carcinoma. Histologic grade: moderately differentiated. Stromal invasion: depth: 9 mm, horizontal extent: 2.3 cm margins: not involved by invasive carcinoma. Distance of invasive carcinoma from closest margin: 5 mm from the ectocervical and paracervical margins. Lymphovascular invasion: not identified. Pathologic staging: ;t1v1, pnx lymph nodes: no nodes submitted or found. Additional pathologic findings: none identified.. Ultrasound scan - on (B)(6) 2017: anteverted ut fundal endo contains fluid and possible polyp? Measuring 1.4x.5 cm essures appear within nml area ovaries nml no free fluid adnexas clear. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia , menorrhagia, lot number reported b69462 is not valid. Lot number: b59462 manufacture date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of events pelvic pain. Abnormal bleeding (vaginal, menorrhagia). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left pelvic pain') in a 49-year-old female patient who had essure (batch no. B69462-not valid,b59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopause, c-section, multiparous and cesarean section. Concurrent conditions included cramp in lower abdomen, menstruation irregular, pap smear abnormal, pelvic discomfort, asc-us, hypertension, myomectomy, pelvic adhesions, perineal pain, adenomyosis, menometrorrhagia, dysmenorrhea, fibroids, infection, hemorrhage (nos), dvt, bladder injury, endometrial ablation, uterine fibroid, endometriosis, gerd, obesity, irritability, fatigue, perineal pain, pelvic adhesions and headache. Concomitant products included benazepril since 2000, blood transfusion, auxiliary products, ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2017 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced endometriosis ("left severe endometriosis"). The patient was treated with metoclopramide, pantoprazole and surgery (hysterectomy with bilateral salpinge, left fulguration of endometria implants,left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Lysis of adhesion she received treatment for events pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pathology test - on (B)(6) 2017: uterus, bilateral tube and left ovary, hysterectomy with bilateral salpingectomy and left oophorectomy cervix: moderately differentiated, nonkeratinizing squamous cell carcinoma. Endometrium: inactive pattern with benign endometrial polyp. No hyperplasia or neoplasia are identified. Myometrium: adenomyosis. Serosa: no significant pathologic changes. Left ovary: epithelial inclusion cysts. Fallopian tubes: no significant pathologic changes. Cancer case summary: tumor size: greatest dimension = 2.3 cm tumor site: circumferential involvement. Histologic type: nonkeratinizing squamous cell carcinoma. Histologic grade: moderately differentiated. Stromal invasion: depth: 9 mm, horizontal extent: 2.3 cm margins: not involved by invasive carcinoma. Distance of invasive carcinoma from closest margin: 5 mm from the ectocervical and paracervical margins. Lymphovascular invasion: not identified. Pathologic staging: ;t1v1, pnx lymph nodes: no nodes submitted or found. Additional pathologic findings: none identified. Ultrasound scan - on (B)(6) 2017: anteverted ut fundal endo contains fluid and possible polyp? Measuring 1.4x.5 cm essures appear within nml area ovaries nml no free fluid adnexas clear. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia , menorrhagia, lot number reported b69462 is not valid. Lot number: b59462 manufacture date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of events pelvic pain. Abnormal bleeding (vaginal, menorrhagia). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left pelvic pain') in a 49-year-old female patient who had essure (batch no. B69462-not valid,b59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopause, c-section and multiparous. Concurrent conditions included cramp in lower abdomen, menstruation irregular, pap smear abnormal, pelvic discomfort, asc-us, hypertension, myomectomy, pelvic adhesions, perineal pain, adenomyosis, menometrorrhagia, dysmenorrhea, fibroids, infection, hemorrhage (nos), dvt, bladder injury, endometrial ablation, uterine fibroid, endometriosis and gerd. Concomitant products included blood transfusion, auxiliary products, ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla), medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced endometriosis ("left severe endometriosis"). The patient was treated with metoclopramide, pantoprazole and surgery (hysterectomy with bilateral salpinge, left fulguration of endometria implants,left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety and endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Lysis of adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 14-jun-2019: update of information (batch is not valid) product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left pelvic pain') in a 49-year-old female patient who had essure (batch no. B69462, b59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopause, c-section and multiparous. Concurrent conditions included cramp in lower abdomen, menstruation irregular, pap smear abnormal, pelvic discomfort, asc-us, hypertension, myomectomy, pelvic adhesions, perineal pain, adenomyosis, menometrorrhagia, dysmenorrhea, fibroids, infection, hemorrhage (nos), dvt, bladder injury, endometrial ablation, uterine fibroid, endometriosis and gerd. Concomitant products included blood transfusion, auxiliary products, ethinylestradiol; ferrous fumarate; norethisterone acetate (taytulla), medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced endometriosis ("left severe endometriosis"). The patient was treated with metoclopramide, pantoprazole and surgery (hysterectomy with bilateral salpinge, left fulguration of endometria implants,left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety and endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Lysis of adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs received- new lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, left severe endometriosis. Outcome of pelvic pain updated to recovering / resolving. Medical history, treatment and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left pelvic pain') in a 49-year-old female patient who had essure (batch no. B69462-not valid,b59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopause, c-section and multiparous. Concurrent conditions included cramp in lower abdomen, menstruation irregular, pap smear abnormal, pelvic discomfort, asc-us, hypertension, myomectomy, pelvic adhesions, perineal pain, adenomyosis, menometrorrhagia, dysmenorrhea, fibroids, infection, hemorrhage (nos), dvt, bladder injury, endometrial ablation, uterine fibroid, endometriosis and gerd. Concomitant products included blood transfusion, auxiliary products, ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla), medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced endometriosis ("left severe endometriosis"). The patient was treated with metoclopramide, pantoprazole and surgery (hysterectomy with bilateral salpinge, left fulguration of endometria implants,left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety and endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Lysis of adhesion diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia lot number reported b69462 is not valid. Lot number: b59462 manufacture date: 2013-08 expiration date: 2016-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left pelvic pain') in a female patient who had essure (batch no. B69462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopause, c-section and multiparous. Concurrent conditions included cramp in lower abdomen, menstruation irregular, pap smear abnormal, pelvic discomfort, asc-us, hypertension, myomectomy, pelvic adhesions, perineal pain, adenomyosis, menometrorrhagia, dysmenorrhea, fibroids, infection, hemorrhage (nos), dvt, bladder injury, endometrial ablation, uterine fibroid and endometriosis. Concomitant products included blood transfusion, auxiliary products and ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (robotic tlh lso, right salpingectomy, left fulguration of endometria implants, and lysis of adhesion). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received. Medical history, concurrent condition and concomitant medication and lot number were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left pelvic pain') in a 49-year-old female patient who had essure (batch no. B69462-not valid,b59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopause, c-section, multiparous and cesarean section. Concurrent conditions included cramp in lower abdomen, menstruation irregular, pap smear abnormal, pelvic discomfort, asc-us, hypertension, myomectomy, pelvic adhesions, perineal pain, adenomyosis, menometrorrhagia, dysmenorrhea, fibroids, infection, hemorrhage (nos), dvt, bladder injury, endometrial ablation, uterine fibroid, endometriosis, gerd, obesity, irritability, fatigue, perineal pain, pelvic adhesions and headache. Concomitant products included benazepril since 2000, blood transfusion, auxiliary products, ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2017 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced endometriosis ("left severe endometriosis"). The patient was treated with metoclopramide, pantoprazole and surgery (hysterectomy with bilateral salpinge, left fulguration of endometria implants,left oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Lysis of adhesion she received treatment for events pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pathology test - on (B)(6) 2017: uterus, bilateral tube and left ovary, hysterectomy with bilateral salpingectomy and left oophorectomy cervix: moderately differentiated, nonkeratinizing squamous cell carcinoma. Endometrium: inactive pattern with benign endometrial polyp. No hyperplasia or neoplasia are identified. Myometrium: adenomyosis. Serosa: no significant pathologic changes. Left ovary: epithelial inclusion cysts. Fallopian tubes: no significant pathologic changes. Cancer case summary: tumor size: greatest dimension = 2.3 cm tumor site: circumferential involvement. Histologic type: nonkeratinizing squamous cell carcinoma. Histologic grade: moderately differentiated. Stromal invasion: depth: 9 mm, horizontal extent: 2.3 cm margins: not involved by invasive carcinoma. Distance of invasive carcinoma from closest margin: 5 mm from the ectocervical and paracervical margins. Lymphovascular invasion: not identified. Pathologic staging: ;t1v1, pnx lymph nodes: no nodes submitted or found. Additional pathologic findings: none identified.. Ultrasound scan - on (B)(6) 2017: anteverted ut fundal endo contains fluid and possible polyp? Measuring 1.4x.5 cm essures appear within nml area ovaries nml no free fluid adnexas clear.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia , menorrhagia, lot number reported b69462 is not valid. Lot number:b59462 manufacture date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left pelvic pain') in a 49-year-old female patient who had essure (batch no. B69462-not valid,b59462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perimenopause, c-section, multiparous and cesarean section. Concurrent conditions included cramp in lower abdomen, menstruation irregular, pap smear abnormal, pelvic discomfort, asc-us, hypertension, myomectomy, pelvic adhesions, perineal pain, adenomyosis, menometrorrhagia, dysmenorrhea, fibroids, infection, hemorrhage (nos), dvt, bladder injury, endometrial ablation, uterine fibroid, endometriosis, gerd, obesity, irritability, fatigue, perineal pain, pelvic adhesions and headache. Concomitant products included benazepril since 2000, blood transfusion, auxiliary products, ethinylestradiol;ferrous fumarate;norethisterone acetate (taytulla) from (B)(6) 2017 to (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2017 and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia"), depression ("depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced endometriosis ("left severe endometriosis"). The patient was treated with metoclopramide, pantoprazole and surgery (hysterectomy with bilateral salpinge, left fulguration of endometria implants,left oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and endometriosis outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Lysis of adhesion. She received treatment for events pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pathology test - on (B)(6) 2017: uterus, bilateral tube and left ovary, hysterectomy with bilateral salpingectomy and left oophorectomy cervix: moderately differentiated, nonkeratinizing squamous cell carcinoma. Endometrium: inactive pattern with benign endometrial polyp. No hyperplasia or neoplasia are identified. Myometrium: adenomyosis. Serosa: no significant pathologic changes. Left ovary: epithelial inclusion cysts. Fallopian tubes: no significant pathologic changes. Cancer case summary: tumor size: greatest dimension = 2.3 cm tumor site: circumferential involvement. Histologic type: nonkeratinizing squamous cell carcinoma. Histologic grade: moderately differentiated. Stromal invasion: depth: 9 mm, horizontal extent: 2.3 cm margins: not involved by invasive carcinoma. Distance of invasive carcinoma from closest margin: 5 mm from the ectocervical and paracervical margins. Lymphovascular invasion: not identified. Pathologic staging: ;t1v1, pnx lymph nodes: no nodes submitted or found. Additional pathologic findings: none identified.. Ultrasound scan - on (B)(6) 2017: anteverted ut fundal endo contains fluid and possible polyp? Measuring 1.4x.5 cm essures appear within nml area ovaries nml. No free fluid. Adnexas clear.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dyspareunia , menorrhagia, lot number reported b69462 is not valid. Lot number: b59462 manufacture date: 2013-08 expiration date: 2016-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome of events pelvic pain. Abnormal bleeding (vaginal, menorrhagia). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.